Event description:
Mother reported customer's foot slipped off footplate causing an injury. Provider made changes to foot apparatus after event.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. This was a fit issue, not a product problem. The dealer added industry ankle abductors after the event to keep the consumers feet on the footplate. Eval summary: fit issue, provider corrected.